Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was giving oxygen readings of 96% to 97% on infants on a sensor. It was stated that they swapped with a new sensor on other unit and confirmed immediate reading of 99% o2 sat. There was no patient harm.